Event description:
The company was informed that the pt complained of pain after hitting the head at the implant site in (B)(6) of 2013. The pt was placed on anti-inflammatory (type unk) and antibiotic (zinnat). In (B)(6) of 2013, the pt's internal device had reportedly migrated and began to extrude through the skin. On (B)(6) 2013, the pt was placed on anti-inflammatory medication (type unk) and cefadroxil for 10 days. The pt's device was explanted. The pt was implanted in the contralateral ear.